Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure high, impedance was observed. The lead was replaced. The patient was in a good condition after the procedure.